Event description:
It was reported during da vinci hysterectomy with bilateral salpingo-oophorectomy, the fenestrated bipolar forcep's wire was broken. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Other cables at the wrist were not damaged.